Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a nephrectomy procedure, there was a crack on the shaft of a clip applier. There was no patient injury.